Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The customer complaint related to the isolation along the needle shaft was confirmed as the needle failed investigative testing. The needle shaft was observed to have major mechanical deformation. No visible soldering gaps or voids were found. Due to mechanical deformation of the shaft, the vacuum sleeve cannot be disassembled for investigation. The root cause cannot be determined because the needle was damaged during use or is due to non-accurate package of the returned products. The procedure was completed with no patient injury as the physician applied warm saline to protect the patient's skin.

Event description:
During a bone cryoablation procedure, an iceforce needle was not insulated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The treatment was completed with no patient injury.

Event description:
During a bone cryoablation procedure, an iceforce needle was not insulated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The treatment was completed with no patient injury.